Event description:
Customer reported, the set pulled apart (torn in two) at the silicone segment during an infusion via a pump module. No patient harm occurred. Customer states no further patient event information is available.

Manufacturer narrative:
(B)(4). Product was evaluated and customer's complaint of leak in the silicone segment was confirmed. A tear was observed in the silicone tubing at the upper fitment; however, the silicone segment was not torn in two, as initially reported by the clinician. The root cause of the tear in the silicone tubing was undetermined. Although, lot number unknown, the smartsite laser number indicates this set was built between 01/12/2011 and 02/03/2011. The expiration date would be either 01/01/2014 and 02/01/2014.